Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Time advanced and no button error alarm or frozen screen observed during analysis. Damages to the display window and a cracked reservoir tube lip noted.

Event description:
The customer's mother reported that her son's insulin pump alarmed button error and then completely froze. The customer's blood glucose was 140 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.